Event description:
It was reported through the partners clinical trial that approximately 3.5 years post tavr, the patient had their sapien valve explanted due to progressive aortic regurgitation. Additional information has not been provided by the facility.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Operative notes related to the explant have been requested, however the records have not been provided. Should the records be provided a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Per the instructions for use, valve regurgitation and stenosis are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause for the aortic regurgitation is unknown. The patient has significant co-morbidities (i.e. Htn, chf, pvc, and renal failure) that could have been contributing factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.